Manufacturer narrative:
(B)(4). Per the patient's surgeon, the device was explanted on (B)(6) 2011. During the same surgery the patient was reimplanted with a new device. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient sustained a blow to the head resulting in a loss of connection to the internal device. It is unknown whether there are plans to explant the device and to reimplant the patient with another device at the time of this report (B)(6), 2011.